Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross to server. The technical support specialist dialed into the station and found that the patient never crossed over to pyxis, resulting in the creation of a temporary profile at that time. They were unable to reconcile a temporary profile without the actual adt account of the patient. So, they need to send an admit/register message to pyxis, after which the temporary profile could be reconciled. The case was closed due to no reply from the user for more details on the issue. An email was sent to the customer, advising them to call the bd again if the issue persisted. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was not crossing to the server. The customer stated that this malfunction occurred while dispensing the medication and they created a temporary patient as a workaround. There were no adverse events or injuries reported based on this event.